Manufacturer narrative:
(B)(6). Date of event: unknown. Additional product code: hwc. Implant date was around three years ago, exact date unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4): revision surgery was performed due to post-operative irritation. The device was removed intact. Device history records was conducted. The report indicates that the: original part mfg date: 27-march-2013 part exp. Date: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp olecranon plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that open reduction internal fixation (orif) of the olecranon was performed on an unknown date around three years ago. Post-operatively due to irritation, a revision surgery was performed on (B)(6) 2016 to explant an intact variable angle olacranon plate and six (6) variable angle screws. While removing the plate, when the surgeon was removing the 2.7mm variable angle locking screws, two (2) of the screws broke off and remained embedded in the patient. Multiple attempts were made to retrieve the screws; however, the surgeon was unsuccessful. Surgeon removed the remaining four (4) screws intact and the plate. Patient had achieve union and was not further revised. A surgical delay of twenty five (25) minutes was reported, procedure was successfully completed and patient/status outcome was reported as "stable". This complaint involves three parts. This report is 1 of 3 for (B)(4).